Manufacturer narrative:
Exact date unknown, event occurred 1 year and 6 months ago from the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5029007/5036021.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. The patient underwent a procedure wherein the ipg and leads were explanted. All explanted device components will not be returned.